Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced numbness after the trial system was implanted on (B)(6) 2021. The patient was admitted to the hospital and diagnostics indicated the patient had a spine infarction. In turn, the patient was given steroids and physical therapy to address the issue.

Manufacturer narrative:
It was reported to abbott the patient experienced numbness after the trial system was implanted. The patient was admitted to the hospital and diagnostics indicated the patient had a spine infarction. The patient was given steroids and physical therapy to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.